Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed on all vectors. When the patient presented in-clinic, normal threshold measurements were observed. No action was performed. The device remains implanted. The patient had no adverse effects.